Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a left heart catheterization procedure. Reportedly, after the device was deployed, hemostasis was achieved. Two days later ((B)(6) 2011), the patient reported pain in the leg. An angiogram was taken which showed that an occlusion had formed in the proximal superficial femoral artery. The patient was referred to a vascular surgeon for treatment. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product.